Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope was found to have white residue inside the air/water channel and air/water cylinder tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunctions could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.